Event description:
New information noted that the patient was asymptomatic to the event. The patient tolerated the procedure well and was in good condition post procedure.

Event description:
New information noted the patient had presented in the clinic for follow-up on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced. No patient symptoms were reported.